Manufacturer narrative:
(B)(4) date sent: 10/28/2022 upon review it was identified that this is a duplicate report. All reported information for this event was reported under manufacturing report number 3005075853-2022-06836. Moving forward all additional information will be filed under 3005075853-2022-05535. See h10

Event description:
It was reported that when using this product to cut the tail of pancreas, could not fire farther after fired a little . Try again , the operator's hand felt backward resistance, the cavity of the reload was separated, and the clasp of the reload was compressed and deformed. Because there were blood vessels in the reload, the gun and the reload were taken out after the emergency laparotomy and tissue cutting. No patient consequences reported. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any damage to the device anvil/jaw? No. Was there any damage to the cartridge? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Removed with tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All steps were tried. Did the jaws eventually open? Yes. Is the current patient status known? Patient is in good condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.